Event description:
It was reported that a flogard infusion pump was found to be decreasing the programmed drip rate. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental reported will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site and was visually inspected and functionally tested. The reported condition of decreased programmed drip was not confirmed during evaluation. If any additional relevant information is received, a follow up MDR will be sent.